Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had a decrease in sensing, increase in thresholds, and loss of capture. The device was reprogrammed vdd and a lead revision was scheduled. On 9/15/17 the lead was revised due to dislodgement. Should additional information become available this file will be updated.